Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The three (3) batteries that the customer carries were tested and all tested to factory specifications. The stm observed that there was nothing in the fault log that indicated the problem; however, the power diagnostic showed the chain of events just the way the customer explained it. The stm suspected that the most likely cause was the power management board and replaced same. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) shutdown. It was reported that this was a battery related issue as while transporting the patient with 1 battery in well 1 and transport power supply in well 2 the device shut down. The end user pushed the power button and the device powered back up and showed that the battery was still charged. Subsequently, the patient made it to the final destination without harm or further issue.